Event description:
Procedure type: hemicolectomy. According to the reporter: during this surgical intervention it was noted that moments after the first shot the staple line presented deficient hemostasis. Moments after it started bleeding. No reinforcement material used in conjunction with the stapling device. The staple line was reinforced with manual suture. The pt had to be re-operated on twice due to micro dehiscence on side lateral anastomosis.

Manufacturer narrative:
(B)(4).